Event description:
The patient was brought to the cath lab after it was noted she had chest pain and an elevated troponin level. The patient had previous placement of three coronary stents two and a half years ago. During the catheterization, intravascular ultrasound demonstrated a stent fracture and subintimal dissection. The area was restented around the fracture with out any problems. The cardiologist noted that the stent fracture allowed the propagation of a dissection plane which created a flap that excluded perfusion to the area in the left anterior descending (lad) artery that was absent of septal perforators and this correlates to the area of wall motion abnormality seen on the echocardiogram and accounts for the patient's elevated troponin. It was the cardiologist's opinion that there was potential for this dissection plane to propagate further throughout the epicardial lad, potentially leading to further complication and injury.